Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the condition could not be confirmed. The unit was tested and passed all operational specifications.

Event description:
Report received from the u.s. Stating that the device was "heating up". The device was being used in surgery. No injury or medical intervention was reported. There was no additional info provided.